Event description:
It was reported that the unit would not turn on. Then it was noticed the monitor's battery was cracked and leaking. As a result an alternate battery was used for the monitor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.